Event description:
It was reported that when the guide wire was being prepped for use it was noted that the tip was broken. No pt injury occurred, the product was not used.

Manufacturer narrative:
Evaluation summary: this report was filed due to the initial report of broken tip. Quality assurance analysis of the returned device revealed the unit was returned with the tip curled due to stretched coils at the center solder location, however the core wire was still intact. Quality engineering has concluded the most likely root cause of this product issue is that during prep the tip coils may have been stretched during shaping and pushed distal, thus giving the appearance that the tip was broken. As part of our quality process, 100% of all guides wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed.